Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #, d4: model #, d4: model #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of 'downstream occlusion pressure failure during preventative maintenance ' was not reproduced. A review of the event history log (ehl) revealed 'downstream occlusion pressure failure during preventative maintenance ' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream stream pressure reading is out of specification. The force sensor factor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump downstream occlusion pressure test failed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.